Event description:
The customer reported the table would not move. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Found the table long potentiometer was skipping on the track and was adjusted. The system was tested and found to be working as intended, and put back into service.